Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead. As a result, tachy therapy for the rv was turned off. No adverse patient effects were reported. This crt-d remains in service.